Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device was related to the patients' complications?

Event description:
It was reported in a journal article that the patient underwent a recurrent incisional sublay hernioplasty in (B)(6) 2010 and the mesh was implanted. Five months later, a small asymptomatic recurrent incisional hernia appeared in the midline below the xyfoid. Over the next ten months, the hernia defect increased in the caudal direction extending up to a few centimeters above the navel and became symptomatic. The abdominal CT revealed a large recurrent hernia in the midline above the umbilicus, containing part of the transverse colon, small bowel and omentum. The patient underwent a re-operation in (B)(6) 2011 and the mesh rupture was managed by utilizing rives sublay technique. The separated parts of the mesh were found along the edges of the hernia defect. The patient was discharged seven days after the re-operation following the uneventful postoperative course. During the eighteen-month follow-up period, the patient had no complaints and no signs of recurrence. Additional information has been requested.